Event description:
During a knee arthroscopy procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that the t2 implant pre-deployed. It was reported that there was a ten (10) minute delay in surgery. T1 implants were cut free and removed from patient. T1 implants did not remain inside of patient unsupported. (B)(4).

Manufacturer narrative:
(B)(6). Three (3) of the devices utilized in the procedure were returned for evaluation. Due to the devices being returned in tandem, it is indistinguishable what device associates to the complaint failure mode of ¿t2 pre-deployment.¿ one (1) set of anchors and sutures were returned for analysis still located on one (1) inserter. The devices were visually examined and confirmed to be bent. The devices were functionally tested and all three failed to actuate. The instructions for use (IFU) state: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ per results of the investigation, the root cause was determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).